Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced the device pressure sensor calibration data error, proximal sensor calibration data error, o2 supply pressure sensor calibration data error, barometer calibration data error, air flow sensor calibration data , and o2 flow sensor calibration data error codes alarms. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer went to the customer site to evaluate the device following service which had been completed by the customer. The fse ran the device using normal ventilation settings and immediately produced he alarms. The fse checked the serial numbers of the device in diagnostic mode and found that the device was not reading the data acquisition (da) printed circuit board assembly (pcba) and flow sensor assembly (fsa) serial numbers. The fse checked the connections inside the device and found that a connector had been left unplugged by the customer during their service of the device. The fse corrected the unplugged cable and then re-ran the device for twenty minutes in normal settings and then completed a performance verification test (pvt), which the device passed. The cause of the alarms was determined by the fse to be cable which was left unplugged from the da pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.